Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had displayable history check failed alarm in the history. All operating currents were normal. There was no unexpected low battery, off no power or battery out limit alarm noted during testing. The pump had scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 249 mg/dl. The pump was stuck in the rewind process and the insulin was squirting out. There was no compromised force sensor system alarm in the history. The drive support disk was normal. During troubleshooting, it was noted that nothing happens when the act button was pressed. The customer was advised to remove the battery for eleven minutes. The pump alarmed battery out limit and was assisted with clearing the alarm and setting the date and time. The pump also alarmed displayable history check failed. They were able to exit the rewind loop and fill the tubing successfully. Troubleshooting was completed. The device was returned for analysis.